Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1, ipg, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.